Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during implant, the right ventricular lead exhibited poor sensing and capture thresholds. The surgeon attempted to move the lead; however, dried blood prohibited the stylet from advancing. The lead was not used and a new lead was implanted. No issues or complications occurred following the procedure.